Manufacturer narrative:
Photographs of the injury were provided to erbe. The burn/necrosis was on the left lateral thigh in the shape of a thin ''broken'' ring. Overall it was small, superficial, and reddish in appearance. The involved erbe products (i.e., esu and used returned electrode) were thoroughly inspected/tested. The findings were as follows: esu the unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. A review of the unit's chronological data revealed that, during the procedure, activations were mostly done in "bipolar". When the esu there were "monopolar' activations (note: settings were high and activation times were long.), n-a-190 and n-a-191 messages were displayed on the unit's screen advising the user to check the alignment of the return electrode, etc. That is, there were current symmetry and density issues. Finally, the report of the display being blank was not found in the chronological data. Return electrode an inspection of the accessory revealed that the pad was used but in good condition. No material or manufacturing defects were found. The device passed a functional test. In conclusion, no erbe equipment/accessory problem was found that would have caused or contributed to the event. Most likely there were many factors involved with the event. However, the were significant user factors involved with the incident. Specifically, the intense and long monopolar activations coupled with the unit's neutral electrode safety system (nessy) warning the user of symmetry and current density issues (i.e., the dispersion of the current may not be adequate). This could have led to heating which caused the burn/necrosis under the return electrode. However, no conclusive determination could be made as to the cause of the incident. To minimize such of an event, the user should take appropriate measures to satisfy the unit's electrical current monitoring system as well as use the lowest possible settings to achieve the desired tissue effect. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/ generator) during a laparoscopic assisted supracervical hysterectomy (lash). The esu was used with lina gold loop electrode. A patient pad (erbe nessy omega return electrode, part number 20193-082) was placed on the patient's left thigh. The settings of the unit were autocut effect 6.0 and forcedcoag effect 6.5. After the procedure, a burn/necrosis was discovered under the pad. An ointment and wound dressing was applied to the effective area to address the necrosis. Note: it was reported that during activation the screen went blank once. It also was reported that during the procedure there were several messages displayed on the screen indicating neutral electrode issues. The esu was distributed to a medical facility in (B)(6).